Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, upon withdrawal of the spyscope ds from the bile duct, it was noticed that the working channel sleeve of the spyscope ds protruded. Reportedly, there was no accessory device inside the spyscope ds when the working channel sleeve protruded. They removed the spyscope ds and completed the procedure using a different device. There were no patient complications reported as a result of this event.